Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Bd was unable to confirm the customers¿ indicated failure mode based on the retained sample's test results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode: underfill.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes had an underfilled issue. The following information was provided by the initial reporter. The customer stated: the nurse collected blood samples for the child. After collecting the purple blood collection tube first, the blue blood collection tube was connected to fail to achieve the required blood collection volume waste.